Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed redness, inflammation, pimples, 'a ball', and purulent subcutaneous abscess at an unspecified reaction site. Prior to sensor insertion the area was prepped with urtiprotect foam which did not help to minimize the reaction. The patient consulted a general practitioner on call due to the reaction, fever, and the infection. The hcp prescribed augmentin (antibiotic, unspecified route and dosage). At the time of the report, the nurse reported the patient was following up with his doctor due to the pain was spreading all the way up to his back. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).